Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was patient reported to caller that they don't use their ins and they leave it off as it doesn't help them. Caller indicated it hasn't worked/helped the patient since about 2 years ago and it has been off "for a while". Troubleshooting was not required. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from the patient. It was reported that the hcp did a scan and stated what was sticking out and then stated they think it was the wire. Patient clarified that the hcp stated that everything was where it was supposed to be just that the patient was skinny. Issue has resolved. However patient stated the ins was not helping at all despite multiple reprogramming's.

Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-oct-2021, UDI#: (B)(4). Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a full body scan at their dermatologist office when the health care provider (hcp) noticed a lump on their back where the leads were poking out from. It was reported by the consumer that their leads were coming out of their back. An appointment for an x-ray was scheduled with their managing hcp to check on the event. No further complications were reported.